Event description:
Consumer started the complaint as a discoloring of 2 spots on the pad and then changed the complaint to the pad started on fire. The product was returned for investigation. The product was approx. 6 years and 2 months old when the incident occurred. An investigation was done into the customers complaint. The inspector found that the pad had a brown spot on the outside of the pad. Once opened, the inspector found that the pad had been folded in half and laid on. The product was misused. The customer admitted to laying on the pad. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.